Event description:
As reported by staff, "biopsy device appeared to fire but only blood was on the needle instead of a 20 mm tissue specimen." Associate reporting indicated two devices failed both with the same lot number (being reported) requiring a third device to be opened and used to complete the procedure (device lot number that was successfully used is unknown).